Manufacturer narrative:
Follow up information received on 01-feb-2016: (B)(4)./\ the patient took oestrogen-progestogen combination, before essure placement, to reduce the menstruations quantity. The patient was very satisfied at 1 year, 2 years and 5 years. There was no complication and no regret. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-feb-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced bleeding at 3 months after placement. Five years later, she had haemorrhagic periods requesting transfusion. These events, seen as genital haemorrhage and menorrhagia, are serious due medical importance and listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the placement was easy and patient experienced procedural pain. At 3 months control, she complained of bleeding . After five years, the patient had hemorrhagic menstrual periods which requested transfusion due to decreased blood iron. Given available information and positive temporal relationship, causality between the reported event and essure use cannot be excluded and since a medical intervention (blood transfusion) was necessary, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2014 which qualifies this case as an incident. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Concomitant condition included nulliparous and patient's concurrent condition included amenorrhea. She denied menstrual pain and at time of insertion, she was taking combined pills. On (B)(6) 2009 essure (fallopian tube occlusion insert) was easily implanted for permanent sterilisation. Hydroxyzine was used as premedication and general anesthesia was applied. Uterine cavity was within normal conditions and she did not have retroverted uterus. Uterine distention was done. Visualization of ostium was good bilaterally. The procedure was started on left side. At the end of procedure she had 1 coil externally visible in the uterine cavity on the left side and 2 coils on right side. The physician used 2 inserts. The procedure took 6 minutes and bilateral placement was successful. Patient presented pain during insertion and she denied pain after the procedure. Vasovagal syncope during the procedure was denied. The patient was satisfied with the procedure and no additional procedure was performed at the same time. She denied the use of postoperative analgesics, and she did not experienced postoperative pain/cramps. Combination pill was used during the 3 months after essure insertion. On (B)(6) 2009 she experienced bleeding at 3 months. Radiography was performed and showed inserts symmetric positioned and distance between proximal portion was less than 4 cm. Four markers were well placed. Good insert position on both sides. Hsg (hysterosalpingogram) and ultrasound were not done. Final result of procedure was classified as success. On (B)(6) 2014 the patient experienced haemorrhagic menstrual periods requesting transfusion due to iron decrease. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: menorrhagia. The analysis in the global safety database revealed 106 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced bleeding at 3 months after placement. Five years later, she had haemorrhagic periods requesting transfusion. These events, seen as genital haemorrhage and menorrhagia, are serious due medical importance and listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the placement was easy and patient experienced procedural pain. At 3 months control, she complained of bleeding . After five years, the patient had hemorrhagic menstrual periods which requested transfusion due to decreased blood iron. Given available information and positive temporal relationship, causality between the reported event and essure use cannot be excluded and since a medical intervention (blood transfusion) was necessary, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 04-may-2016: updated quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-may-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced bleeding at 3 months after placement. Five years later, she had haemorrhagic periods requesting transfusion. These events, seen as genital haemorrhage and menorrhagia, are serious due medical importance and listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the placement was easy and patient experienced procedural pain. At 3 months control, she complained of bleeding . After five years, the patient had hemorrhagic menstrual periods which requested transfusion due to decreased blood iron. Given available information and positive temporal relationship, causality between the reported event and essure use cannot be excluded and since a medical intervention (blood transfusion) was necessary, this case is regarded as incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.